Manufacturer narrative:
Bayer case number: (B)(4). Joint pain [joint pain] unexplained muscle loss [muscle wasting] premature menopause over the last 10 years [premature menopause]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-may-2026. The most recent information was received on 27-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("joint pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthralgia (seriousness criterion medically important), muscle atrophy ("unexplained muscle loss") and premature menopause ("premature menopause over the last 10 years"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, muscle atrophy or premature menopause. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-may-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) joint pain [joint pain] unexplained muscle loss [muscle wasting] premature menopause over the last 10 years [premature menopause] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("joint pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthralgia (seriousness criterion medically important), muscle atrophy ("unexplained muscle loss") and premature menopause ("premature menopause over the last 10 years"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, muscle atrophy or premature menopause. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.